Event description:
Related manufacturer reference number: 1627487-2022-04362. It was reported the patient experienced ineffective stimulation from both leads being fractured. As a result surgical intervention was taken on (B)(6) 2022 where both leads were explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.